Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 600 mg/dl. It was reported that the customer thought the cannula was initially inserted but was not certain, and that the pink slide did not move forward, indicating a needle mechanism failure. The customer was unsure if the cannula was visible after removing as they were not feeling well. Pod duration was unspecified. Symptoms reported include hyperglycemia, vomiting, confusion, dizziness, shaking and weaknesses. The patient was treated with unspecified "intravenous", insulin, and fluids via unspecified route. The pod was removed at the hospital and discarded. The patient was released (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/ diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.